Event description:
The swan ganz catheter was inserted and the anesthesiologist noted that the cardiac output was not registering. A new swan ganz catheter was inserted and hooked up to the same equipment and worked properly registering the cardiac output.